Event description:
Info received indicates the head hi/low function is moving up by itself.

Manufacturer narrative:
The tech found the foot hi/low column was failing possibly due to a non-functioning limit switch. The tech replaced the hi/low column to repair the bed.